Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist confirmed that the issue was fixed on the server by the hospital information technology team. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis es server, the machines were in critical override mode. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.